Event description:
Customer reported the wheels and the steering mechanism are sticking. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the steering chain and the brake. System operates as intended.